Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism found no damages or defects capable of causing a needle mechanism failure. The needle mechanism was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. The downloaded device returned an 0x14 alarm. Timeouts were observed towards the end of the devices run, but no abnormalities were found with the rotational sensor data. The device was reset and connected to a master pdm and asked to deliver a 5u bolus. The device successfully delivered the bolus without replicating the 0x14 alarm or timeouts. There were no occlusions found along the fluid path and no damages or defects were found. The cause of the generated alarm could not be determined. The device did not beep during the download process. The kill switch was observed to not be pushed. It could not be determined why the device would not beep.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was inserted into the skin and was visible once removed. The patients blood glucose levels rose to 500 mg/dl while wearing the pod longer than 48 hours.